Event description:
In 1996 patient was admitted to hospital and treated with traction for a backache which started in 1969 and gradually had worsened with developing pain radiating to patient's right leg. In 1996 an MRI showed a sequestered disc protrusion at the level of the 4th and 5th lumbar vertebrae. In the following month was transferred to user facility for a planned laminectomy and discectomy. The surgery occurred later in 1996 at the end of the procedure, a surgical pack was placed and was left in place and not removed. Later that day, the patient was noted as being comfortable and exhibiting lower extremity movements bilaterally. On the following day the patient apparently had diminished sensation and movement below the knee of patient's left lower extremity. Neurosurgery consult was obtained the following day. On the day after this the patient was transferred to another facility where the patient exhibited further decrease in sensation and movement in the area below patient's knees bilaterally. Operative notes indicate "surgiceloma" (combination of surgicel and blood clot), apparently indicating the presence of the surgicel which had been left in situ. This "surgiceloma" was described as between 1 and 2 centimeters in diameter and within the spinal canal. On the same day of this surgery the patient was transferred back to the user facility for physiotherapy and rehabilitation for persisting sensory and motor loss in both legs eminating from the l5/s1 level of the spine. Medical notes indicate "operation l4/5 discectomy complicated by severe intraoperative bleeding and post-operative cauda equina syndrome".